Event description:
During a cvvhdf therapy, the effluent pump suddenly started to run at a very high resolution per min (rpm). The warning alarm "return disconnection" occurred and the patient fluid removal was too high. No patient's involvement info was reported.